Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 377660 lot# v006510, implanted: 2010 (B)(6), product type lead product ID: 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37712, serial # (B)(4) showed that the battery was permanently damaged due to overdischarge condition. The device was received with no telemetry and interrogation (after a physician mode recharge procedure was performed to get it out of the overdischarge) showed that the total recharge count was 26. Interrogation also showed that the device went into lock mode on (B)(6) 2012 with the last recorded recharge session date of (B)(6) 2012 where it was charge for 1 hour and 28 minutes. The battery was noted as charged from 3.54 volts to 3.545 volts. The battery had discharged to the lock mode 3 times since the last interrogation with a clinician programmer unit. The recharge coupling of the last 4 charge sessions was noted as 2 at 75%, 1 at 50%, and 1 at 0%. During analysis, the battery was recharged at body temperature with approximately 1 cm of space between the battery and the charger antenna. Due to rapid discharge, 2 charge attempts were required to bring the device out of the lock mode. The second charge time was noted as 1 hour 41 minutes at which it was charged from 2.635 to 3.755 volts with 100 % coupling. Coupling matched known good neurostimulators. Good stable output was seen on electrode pairs (as received).

Event description:
It was originally reported that the patient experienced coupling and or communication issues. She let the ins slip her mind and the battery depleted. The ins became overdischarged. She tried to charge for five hours on (B)(6) 2013 at night and the ins site became sore. Then attempted to charge the following morning. The last time she charged her device was before (B)(6) 2012. The antenna locate feature did not resolve the issue. She had an appointment with health care provider the following week. It was later reported that the ins was implanted too deep to recharge. The ins was ran at high amps as well. The ins reached normal battery depletion and was replaced. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.